Manufacturer narrative:
(B)(4). The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old japanese male patient had impella 5.0 pump inserted in the right axillary for cardiomyopathy. It was reported that during impella support hemolysis was suspected. The patient was administered 36 units of red cell count to treat the suspected hemolysis. Subsequently, the patient developed thrombocytopenia for which 40 units of platelets were administered. Ultimately impella device was explanted due to suspected hemolysis and thrombocytopenia.